Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with toxic anterior segment syndrome (tass) and pain six days following an intraocular lens (iol) implant procedure. There was no medical action taken but the patient was transferred to a hospital. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a viscoelastic, which is not qualified for the lens used. The product investigation could not identify a root cause. (B)(4).